Event description:
The user have purchase a celltrion diatrust covid 19 ag home test and the box says it expires on 11-26-2002. When the user download the app and scan the qr code it says this is not a valid test that it is expired. Both test in the box have gave the same message. The user called the pharmacy and they told to use them that it doesn't need the app to use them . The user was very upset because they charged me (B)(6) for this test kit when other pharmacies sell home test kits much cheaper and they are not expired and the user can use the app. The user have tried to call (B)(6) number all day and get disconnected after a long period of time. The user was very upset this is the first test kit I have bought and need the app to walk me thru the process. Then the user wants get refund for this. Importer comments: this is a phenomenon that occurs because the serial number of the product and the application for activation are not synchronized. There is no error with the diagnosis of covid-19 but activation of the application through qr code is part of the product's functionality so that we assessed this is in criteria of "malfunction" according to the 21cfr803.